Event description:
It was reported by the aci clinical specialist that a (B)(6) male patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the right common femoral artery via a 5f sheath (model unknown). The sheath was exchanged for a 6f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with heparin and integrilin. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size to be 8mm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. The device was prepped per the IFU. It was reported that the balloon ruptured as the physician pulled back towards the arteriotomy. The physician attempted to insert a guide wire through the sheath to maintain access but was unsuccessful. The physician removed the device, withdrew the sheath from the tissue tract and converted the patient to 5-10 minutes of manual compression. Then a femostop was placed at the access site (duration unknown). Hemostasis was achieved. The patient was hospitalized for reasons unrelated to the mynx device/mynx procedure. The patient's discharge date was not provided. No further information is available.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 5mm from the balloon proximal tip. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined. A review of the lhr was not possible as the lot number was not provided.